Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was confirmed. An assessment was performed on the device which determined the motor was blocked due to corrosion, and the device failed functional tests. It was further noted that investigation it was detected that the unit was repaired improperly. The motor contacts were not siliconized, and as a result liquid entered into the motor. In addition, the thread-pin is too far out on the fillister head screw, there is no loctite visible. The assignable root cause was determined to be due to improper repair. This issue is being addressed in a manufacturing investigation. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the handpiece device motor had seized, jammed, and was heavy moving. It was also noted that the device failed the pre-repair test for function, trigger and electronic control unit function, function of the fwd/rev mode, and the power at the motor with test bench. It was noted in the service order ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.